Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with multiple hypoglycemic episodes, including a documented low of 39 mg/dl, while using the ilet system; ilet stopped insulin delivery earlier in the morning and cgm data showed alternating periods of high, normal, and low glucose before stabilizing, and the user treated with oral glucose tablets, milk, and later 2 oz of apple juice per guidance, after which glucose rose to 101 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate intervention and monitoring, without hospitalization or emergency treatment. Investigation included review of device data and therapy history. Investigation of this case revealed no device malfunction identified from available data and no hardware component failure observed; the cause of hypoglycemia remains unclear given variable glucose trends and automated insulin suspension prior to lows. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.